Event description:
It was reported that during a bronchial decortication procedure, the device was fired and several staples did not form. Staples legs stayed straight. They sutured over staple line. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.